Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery. The physician deployed a 2.25x32 ion stent in the distal right coronary artery (rca), and then placed a 32x2.75mm ion stent in the mid rca overlapping the first stent. The physician observed that the 2.75x32mm ion stent appeared to be shortened/ scrunched and decided to place a 3.0x12mm stent. No other complications were reported and the patient's condition is fine.